Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-may-2023. Investigation summary: a complaint of filter being received broken was received from the customer. A sample was returned for investigation. Through visual inspection, the defect was confirmed. The set had separated at the lower part of the filter due to damage. The piece where the tubing connects to the filter had broken off into the tubing. A device history record review for model 20350et, lot number 21079233 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. It was determined that this defect was a supplier issue. The supplier of this filter was also notified of this defect. An investigation of the sample was performed by the supplier. Due to the damage of filter, and the piece being fully broken off inside the tubing, it was determined that the filter was broken at the time of the set assembly. The root cause of the damage could not be determined.

Event description:
It was reported while using bd smartsite¿ extension set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: we opened a new in-line filter yesterday 4/25/2023, and it came broken around the discs area.

Event description:
It was reported while using bd smartsite¿ extension set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: we open a new in-line filter yesterday (B)(6) 2023, and it came broken around the discs area.

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.